Event description:
It was reported the patient's implantable neurostimulator (ins) was put in on the "wrong side." The device was replaced. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37092, lot# 272230001, implanted: (B)(6) 2011. Product type: accessory. (B)(4).